Manufacturer narrative:
(B)(4). The associated devices were not returned for evaluation. A review of manufacturing records did not reveal any deviations that could have contributed to this issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
On (B)(6) 2015: the patient presented with a preoperative diagnosis of a retained infected hematoma in the right knee and status post arthroplasty. The patient underwent a revision surgery, right knee open hematoma evacuation and irrigation and debridement and polyethylene swap.

Event description:
It was reported that the patient presented with a preoperative diagnosis of a failed right total knee arthroplasty and persistent drainage and labs indicated he had a total knee infection. The patient underwent a right total knee arthroplasty explant with antibiotic spacer placement.